Event description:
The trilogy evo ventilator was alleged to have had a ventilator inoperative error code occur while in use with a patient. There was no harm or injury alleged or reported. The ventilator was returned to the manufacturer's service center for evaluation of the reported ventilator inoperative code. Ventilator inoperative error code e-155 was duplicated during the operational check and recorded in the device error log. Restoration work was performed as a corrective action and the error code e-155 no longer occurred afterward. The machine flow sensor was replaced as a precaution to preventative against recurrence. The device passed final testing and was confirmed to operate properly.